Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for atrial fibrillation occurring during the procedure, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was implanted; however, the mr remained unchanged. During the procedure, the patient experienced non-serious rapid atrial fibrillation, a worsening of a pre-existing condition. Direct current cardioversion was performed and medication was administered. The event resolved on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on available information, a cause of the reported unchanged mr could not be determined. The reported atrial fibrillation appears to be related to patient condition. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.